Event description:
I have had issues with entering calibrations into my phone for my dexcom g7 since starting. Talked to a supervisor last night because they put me on a list to have my requests for replacements manually reviewed and he told me that it was never documented. He said all the times I have called in it was marked as a patch adhesion issue. I have had a few of those but I even provided him the day and time of an email I sent to the app dev team about the issue and never got a response. I had to wait nearly 30 minutes to talk with a supervisor also and it was like a 4 am call so it's not like there were a ton of people on the phone. I think this and the fact that my multiple requests for a callback for a supervisor was intentional to avoid all finding out the issues with this device. I am not the only one with issues if the internet forums are to be believed. I would appreciate a follow up on action taken on this if possible. I have the phone in question still but all the devices were disposed of. This is still a current issue as of last night so you probably won't have an issue with that.